Event description:
Hcp reports the pt presented with a sign of an infection which was a "granuloma-like incision." Cultures of the device pocket were taken with unknown results. The hcp believes no organism will be cultured because they are "pretty sure" there was no ongoing infection. The pt did not have meningitis. The pt was treated with both oral and IV antibiotics and a pump explant. The pt is reported to have recovered without drug withdrawal, but was "lethargic-looking" at the last office visit. The pt currently is being treated for a urinary tract infection due to a "genetic kidney" problem. The hcp does not believe the two events are related. The pt has risk factors of having diabetes and recurrent urinary tract infections.